Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown. Customer gave a correction bolus via the pump to address bg level. A system check was performed, and it was found that the customer "mixed old insulin with new insulin" within the pump supplies. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.